Event description:
Unit went vent inop after turning unit on after getting out of box to have checked. Audible and visual inop alarms were present. Power source at the time of event and primary power source: ac. On ac minutes prior to event. Alternate power source used - internal battery.